Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu _unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_lead, lot# unknown, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the reason for the fall was unknown but it was not considered to be related to the device or therapy in any way. There were no extensions and the patient did not have the stimulator implanted at the time of the event.

Event description:
It was reported that the patient experienced wound dehiscence. The patient had an open laceration over the lead after falling and hitting their head, which exposed the deep brain stimulator (dbs) hardware. The etiology was lead/extension tract including the left side burr hole site. The event was related to the device or therapy and not related to the implant procedure. Interventions included removal of dbs lead. The patient was given vancomycin. The outcome was resolved without sequelae. The patient was going to be re-implanted but the date was unknown at the time of report. The event resulted in in-patient hospitalization and necessitated medical or surgical intervention.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: neu_ unknown_ext, product type: extension. Product ID: 37601, serial# (B)(4), explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0h8a7, product type: lead. Product ID: neu_unknown_ext, product type: extension. Product ID: 37601, serial# (B)(4), explanted: (B)(6) 2014, product type: implantable neurostimulator.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, product type: extension. Product ID neu _unknown_ext, product type: extension. Product ID 3389s-40, lot# va0h8a7, explanted: (B)(6) 2014, product type: lead. Product ID 3389s-40, lot# va0h8a7, product type: lead.

Event description:
Additional information reported the event was not related to the device, therapy, or implant procedure. It was also noted that the fall was not considered to be related to the device or therapy.